Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a latarjet shoulder procedure on (B)(6) 2014 and two of the implanted screws have since had issue. Report states that the issue with the two screws did not become recognizable until (B)(6) 2015 and was noted on an x-ray taken on (B)(6) 2015. It was noted that due to the migration of the two screws in the shoulder area a surgeon was required to perform revision surgery on patient. Specific date of revision surgery, arthrex product part numbers and facility information were not provided in initial report. Additional information obtained from surgeon office notes: patient has a history of recurrent right shoulder instability/dislocation on numerous occasions ((B)(6) 2012, (B)(6) 2013, and (B)(6) 2017). In addition patient underwent two previous bankart repair procedures on (B)(6) 2012 and (B)(6) 2013. Patient is a young male, who is very active in high school sports (baseball and football). Original (B)(6) 2012 dislocation occurred while playing football. The patient also reported a previous dislocation event which occurred a few weeks prior. After the (B)(6) 2012 procedure (approximately 6 months later), while playing football, patient slipped and fell resulting in an anterior dislocation. Patient underwent a revision bankart repair procedure on (B)(6) 2013. On (B)(6) 2014 the patient suffered a repeat shoulder injury while sliding back into first base playing baseball. This resulted in a recurrent anterior glenohumeral dislocation. Patient was also noted to have poor tissue quality. Patient was recommended for a latarjet procedure and a second opinion was obtained. On (B)(6) 2014 patient underwent a latarjet procedure. Op report noted one free bio-suturetak anchor and multiple small pieces of #2 orthocord suture from anchors were removed. During the procedure two 3.0 bio-suturetak anchors were implanted. Op report notes soft tissue anchors and suture (found at the 5 o'clock position when looking down at the glenoid) were removed. The coracoid graft was removed and reattached. Two 34 mm screws were implanted. At an office follow up visit on (B)(6) 2015 patient reported that approximately 5 days prior ((B)(6) 2015) while playing baseball patient felt a sharp pain involving the anterior and lateral aspect of his shoulder (especially in late cocking phase of throwing a baseball). X-rays taken of his right shoulder revealed post- operative screws, otherwise an unremarkable x-ray showing no acute dislocation or fracture. Official radiology report on (date?) Revealed migration of the superior fixation screw and migration of coracoid portion of the latarjet procedure. Follow-up visit with second opinion surgeon on (B)(6) 2015 it was noted that the previous x-rays demonstrated that the hardware, which had previously been broken and noticed on his earlier x-rays (no notation of this was found in patient's prior medical records) had in fact migrated. Surgeon expressed concerns that the screws could migrate around the chest wall and it was recommended to have them removed and also to reaffix the graft to give patient stability to the patient's shoulder. On 4/21/15 patient underwent a revision latarjet procedure. Op report notes two screws were explanted. Proximally the graft was quite robust but distally it was quite fragmented. Procedure was completed using 2.5 mm screw from another manufacturer (synthes). As of 1/17/2018 the specific part number has not been provided. The most likely part number for the two screws has been determined to be ar-7000-34. Until information is provided otherwise this will be used as the explanted part number for the (B)(6) 2015 revision procedure.